Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery, the surgeon reported a minus (-) diopter iol was inserted by mistake, should have been a plus (+) diopter iol. He indicated concern that he could not see the difference between the two iol packages. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause was determined to be failure to follow the dfu. The dfu instructions to examine the label on the unopened package for model, power, proper configuration and expiration date. The customer indicated a minus (-) 3.0d was pulled by mistake and implanted instead of the 3.0d the dr requested. The carton label has three minus designations: the word minus is printed beside the product name. The symbol (-) is beside the diopter. The word minus is printed above the symbol (-). The lens case label has two designations: the word minus in parenthesis is written above the word power. The diopter power has a negative sign. Action taken: enhancements have been identified for implementation. (B)(4).